Manufacturer narrative:
(B)(4). The stress member itself is made of acrylic material and the particulate matter was determined to be fragments of the stress member. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - the lot was manufactured from 10/04/2013 to 10/06/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one unit was available at the plant for evaluation. Visual inspection revealed tiny white fragment of particles between 0.1 to 0.3 mm in size floating in the solution of the bladder. Infrared spectrophotometer scan confirmed the tiny white particles to be acrylic material. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that floating particles were observed in a small volume intermate after filling it with unfiltered sodium chloride before patient use. The customer also stated that they have filtered drug solution with particulate filters and visually examined carefully before filling the intermate. There is no report of patient involvement. No additional information is available. This is report 4 of 20.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.